Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company acceptance criteria. A root cause could not be identified conclusively. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up; it was reported the topical steroid drop was extended by one week.

Event description:
An optician reported a patient with rainbow glare of the right eye one day post lasik treatment. Upon additional follow up it was reported the patient is doing well but the symptoms continue.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).